Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure as the physician was withdrawing the button from the stomach the internal bolster detached and fell into the patient. When the physician attempted to remove the internal bolster it got caught in the cardia region of the stomach and was unable to be removed. At a later date the physician did go in and endoscopically removed the internal bolster. The procedure was completed with a different device. After the bolster was retrieved the patient's condition was reported as having "no problems".

Manufacturer narrative:
A visual examination of the device found the pullwire to be attached to the wire loop of the delivery system with a small portion of the c-flex tubing and connector separated. The c-flex tubing of the delivery system was stretched and torn. The outer diameter of the tubing was necked down. Approximately 57 cm of tubing was still attached to blue dilating tip with approximately 8 mm of the connector remaining inside the distal end of the torn tubing. The small portion of the c-flex tubing was measured to be less than 1 cm long and also had a small portion of the connector inside. The portion of tubing was torn and jagged on both ends and presented indentations from hemostats or similar device. The small portion of the c-flex tubing presented a hole, exposing the section of connector inside. The c-flex tubing and connector appear to have failed while undergoing tensile and torsional forces during product placement. The returned unit was consistent with the complaint incident that the delivery system separated. It appears that the delivery system tubing received excessive tensile and torsional forces during placement causing the tubing to neck down, permanently deform and ultimately fail. Additionally the tubing and connector were torn into pieces. Therefore, the most probable root cause is operational context. A device history record (DHR) review of lot numbers 14768147 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14768147.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown).according to the complainant, during the procedure as the physician was withdrawing the button from the stomach the internal bolster detached and fell into the patient. When the physician attempted to removed the internal bolster it got caught in the cardia region of the stomach and was unable to be removed. At a later date the physician did go in and endoscopically removed the internal bolster. The procedure was completed with a different device.after the bolster was retrieved the patient's condition was reported as having "'no problems".

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.